Event description:
A malfunction alarm, identified as malf 12, was reported. There was no reported adverse impact on the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted in resetting it, and ensured that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any malfunctions occurred again.